Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that they experienced high blood glucose about 400 mg/dl. The customer's blood glucose was 169 mg/dl at the time of call. The customer's grandmother stated that they treated the high blood glucose with the insulin pump. The customer's grandmother stated that they also experienced low blood glucose below 60 mg/dl that was treated with juice and food. The customer's grandmother declined to troubleshoot. The customer's grandmother also needed assistance with the insulin pump. The customer's grandmother did not mention if auto mode feature was in use. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.